Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2026, after the catheter inserted, the balloon can not inflate completely, change the new catheter". No patient injury or cosnequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample 18f25c0080. Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging carton. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the one-way valve was tethered to short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Some blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0070in-0.0074in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Two leaks were immediately detected from the bladder membrane. Under microscopic inspection, a total of two (2) repeated leak sites consistent with contact from a sharp object were noted around the circumference of the bladder at approximately 0.7cm from the iabc luer. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood and debris were noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "balloon cannot inflate completely" is confirmed. During the investigation, multiple punctures consistent with contact from a sharp object were found on the iabc bladder and this caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification up-on release; however, the specifications were not met during the complaint investigation due to the bladder leaks. The probable root cause is customer handling related. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported "on (B)(6) 2026, after the catheter inserted, the balloon can not inflate completely, change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".